Manufacturer narrative:
MFR service was not requested. Device is pending repair by customer.

Event description:
During testing the customer reported an exhalation autozero failure occurence. The product support engineer advised the customer replace the 3 station solenoid. The customer has ordered and received the part. No repair has been performed to date. The customer reported no patient involvement, no patient harm.